Manufacturer narrative:
One 4.5mm twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment of the device confirmed the anchor breakage. The anchor has broken at the suture eyelet. The anchor is also soiled with human matter indicating it was attempted to be used. Removal of the anchor showed one inserter tine is missing and the other is bent. The broken tine is located within the anchor. The condition of the device indicates it was subjected to excessive force and off axis insertion. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. Establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the insertion site with the insertion device using a two-finger ao technique. Continue rotating the anchor until desired placement is achieved by visual inspection. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that once the package was opened, the device was found cracked. It was found before a procedure. Backup device was available. No delay or patient injuries were reported. Results of investigation have found that the anchor has broken at the suture eyelet and is also soiled with human matter indicating it was used which makes a reportable event.